Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 47-year-old male (unknown race) with non-ischemic covid cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma around their axillary impella site during pump support. The patient underwent a washout and a jackson pratt drain was placed to treat the hematoma. Support continued with the implanted pump following the treatment.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the access site bleeding was not determined since the product was not returned and no other clinical details were provided. The failure mode will be monitored and trended.